Event description:
Healthcare professional reported "deflation". This record is for the right side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Clarification to d6a implant date: "1990" . Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed three openings assessed as fold flaw opening. Crease/folding of implant: observed. As per the investigation procedures, non penetrating nick and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation" and any creases" observed during surgery. This record is for the right side. Device was explanted.